Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2012 from date manufacturer was made aware. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patients spinal cord stimulator was malfunctioning. Subsequently, the patient underwent an scs explant procedure. No additional information was obtained.